Manufacturer narrative:
The avanta fluid management system, serial number (B)(4), was a demo unit provided to the customer to use for a trial period before purchase. The unit was checked prior to use on (B)(6) 2017 and was found to function to specification. The system is no longer in use at the customer site; as the trial period has ended. A bayer clinical support specialist provided training to the customer prior to use of the system. The disposables used in this reported occurrence were discarded and unavailable for testing. In addition, lot numbers were not recorded; therefore testing of retained samples is not possible. The avanta fluid management system operation manual states that the operator is required to expel all trapped air from the syringe, drip chambers, connectors, tubings, and catheter before connecting to the patient.

Event description:
We were notified about the following event: an alleged air injection occurred while a patient was connected to the avanta fluid management system while undergoing a diagnostic coronary angiography procedure. Air bubbles were visualized within the left coronary artery. The patient suffered bradycardia and was medically unstable for approximately 15 minutes. The patient was immediately given atropine and arterenol and was reported to recover and left the hospital the next day. No further treatment was provided.